Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Technical services (ts) discussed possibility of assisting with troubleshooting. No adverse patient effects were reported.